Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was displaying a service code 203. The cause for the resets was isolated to a defective u1004 component on the computer/analog board. The root cause for the defective u1004 could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor returned a monitor during investigation of an unrelated issue when a reportable malfunction was found.